Manufacturer narrative:
B3 - date of event: used (B)(6) 2020 as the correct date was not provided. Device evaluated by MFR.: charger device - 10x40x75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon pinhole occurred. A 10.0 x40, 75cm charger balloon catheter was selected for use. However, it was noted that the balloon had a hole and could not be blown up with the inflation device. No patient complications were reported.

Manufacturer narrative:
Date of event: used (B)(6) 2020 as the correct date was not provided.

Event description:
It was reported that balloon pinhole occurred. A 10.0 x40, 75cm charger balloon catheter was selected for use. However, it was noted that the balloon had a hole and could not be blown up with the inflation device. No patient complications were reported.